Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction suspected. The patients ipg was replaced with a MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior the date the manufacturer was made aware.